Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the interstim looked like it was about to "pop out of" them. The patient stated that they developed an infection shortly after surgery (patient stated a month after surgery) but the sore (the "hole") opened up and bled and the "infection came out" (the patient also described having pus) which the patient and their parent took care of. The patient stated they didn't cover the site afterwards and that they thought the infection was gone now, but the "hole" was getting bigger and it was painful because their skin was stretching and the ins was coming out. The patient stated they'd called their managing health care provider (hcp) this morning and left a message and they'd called patient services (ps) to see if there was something else they should do. The patient stated the therapy was helping their symptoms but that they thought they'd need a new ins because the ins was "bent." Ps asked the patient if they'd had any traumas or falls that led to the ins bending and the patient stated no, initially, and that they guessed it was "bent from the infection," but then stated they did fall sometimes though they never answered specifically when they'd fallen and that the falls were something separate and had nothing to do with the device/therapy and sometimes they were sore from the falls but that they had a separate doctor working on why they were falling. The only date for a specific fall that the patient had given was that they'd fallen a week before they had their recent replacement surgery and that they had missed a step at a museum and it was very traumatic for them and thought maybe it was "increased swelling that was causing it" (ps took the "it" to mean their infection, but it was difficult to get the patient to clarify any further). Ps asked the patient if the reason for their having their previous device being replaced had been due to a fall and the patient stated 'no," that their previous ins was replaced due to it being really old and also due to it shocking them. Ps reviewed with the patient to get in touch with their hcp and to seek medical attention in the meantime if the issue got worse. The patient was going to wait for their hcp to call them back. Please understand this patient was very difficult to follow and ps did their best to document the reported information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.